Event description:
The saf-t holder device was used to draw blood. The plastic covering the needle did not retract completely and blood leaked when the nurse removed the specimen tube. There was no harm to the nurse because the nurse was wearing gloves. This is not the first incident. This would be the 5th time this has happened since august of this year.